Manufacturer narrative:
The issue is still being investigated by manufacturing site. Getinge USA sales, llc (importer) is submitting this report on behalf of the legal manufacturer of the device maquet sas, parc de limère, avenue de la pomme de pi orléans cedex 2, france 45074. Exemption # e2018005. Getinge USA sales, llc 45 barbour pond drive wayne, nj 07470. Contact person: (B)(4). H3 other text: device not returned by manufacturer.

Event description:
On (B)(6) 2019 maquet sas became aware of an issue with axcel. As it was stated, the painting on the securing ring was peeling off. There was no injury reported however we decided to report the issue based on the potential as any paint particles falling off during surgery or into sterile field may be a source of the contamination. (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
Getinge became aware of an issue with an axcel device. As it was stated, the painting on the securing ring was peeling off. There was no injury reported however we decided to report the issue based on the potential as any paint particles falling off during surgery or into sterile field may be a source of the contamination. It was established that when the event occurred, the surgical light did not meet its specification and it contributed to the event. None of information available to date suggest that at the time when the event occurred the device was being used for the patient treatment. During the investigation, it was found that the reported scenario has never lead, to date, to serious injury or worse. It was established that the retaining ring showed the presence of blistering and peeling paint. Under the peeling paint, it can be observed that the surface is blackened. The black color is a surface treatment prior to painting. The retaining ring is made of aluminum material. These facts indicate that cleaning agent residues passed through the painted surfaces and led to its degradation by chemical reaction. We believe that currently and overall, the related devices are performing correctly in the market with regards to the reported issue.

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site. (B)(4). Exemption # e2018005. (B)(4).

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The iisue is being investigating by the manufacturing site.

Event description:
Manufacturer's reference number: (B)(4).

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number (B)(4).

Manufacturer narrative:
The issue is still being investigated by manufacturing site.

Event description:
Manufacturer reference number: (B)(4).